Manufacturer narrative:
In the evaluation of omsc the following was confirmed; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon could not reproduce. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by disconnection of the camera cable, contact failure of electrical contacts of video plug or damaged electrical circuits inside the camera head. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.